Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and loosing sensor connection. Customer's blood glucose value was 440 mg/dl at the time of incident. The customer declined trouble shooting for high blood glucose. The customer was treated with insulin pump. Trouble shooting for the sensor product was performed and found sensor not found signal. Advised to reconnect transmitter to sensor. Customer decline to review taping and insertion techniques. Advised customer to change sensor and to return sensor for further analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.